Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. It was reported that the patient used an expired sensor. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined. Labeling indicates: don't use expired sensors. Before inserting, always check the package label for the expiration date using the (B)(6) 2018 format. If past the expiration date, don't use because the sensor glucose readings might not be accurate, resulting in you missing a severe low or high glucose event.